Event description:
It was reported that, during the robotic laparoscopic pyeloplasty procedure, the surgeon console was not tracking the surgeon's movements properly and continually lost head tracking. The surgeon has to work in an uncomfortable position in order for the system to work properly. The height and tilt of the display of the console was adjusted, the height of the surgeon's chair was adjusted, and the glasses were swapped out but this didn't resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.